Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit during normal use. Blood glucose at the time of the incident was 48 mg/dl. The customer treated with food. It was advised that the alarm may indicate a loose battery cap and a replacement battery cap would be sent. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.